Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This rv lead was explanted.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed and the lv lead, along with the rv lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This rv lead was not returned for analysis.after review, it was found that the patient died around the time of this event and there was no evidence to refute that the infection and subsequent death was related to the device or procedure. No further information was provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed and the lv lead, along with the rv lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This rv lead was not returned for analysis. After review, it was found that the patient died around the time of this event and there was no evidence to refute that the infection and subsequent death was related to the device or procedure. No further information was provided.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.a risk review was completed and confirmed that the event of infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation summary: with all the available information, boston scientific concludes the allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis.device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.investigation conclusion: the no problem detected investigation conclusion was selected based on lack of objective evidence of a device anomaly and it having passed product record reviews.